Manufacturer narrative:
(B)(4). Batch # r94g3l. Device analysis: the analysis results found that a 5dcs device was returned outside its original package. Only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have three dents in the tyvek. The dents were noted to be from the outside in. In addition, a methylene blue test was conducted and it was confirmed that the damaged did not cause the sterility to be compromised. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device batch r94g3l number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device used on the patient? If yes, were there any patient consequences?

Event description:
It was reported that holes were found in product packing that compromised content sterility.